Event description:
It was reported that, "we pre planned the tibial cutting block to remove 11 mm of bone off the good side. After our cuts we were unable to get a 9 mm insert into the space. The surgeon diligently checked the soft tissue envelope and made some releases and we could not get the 9 mm into the space. We took 2 more mm and tried to place the trials again and again we had no success. We took 2 more mm and at this point we attained success. The pt received the desired outcome but after re-cutting twice. We did measure the tibial bone cut with a caliper and we measured a 4 mm resection off the unaffected side and we measured a 3 mm resection off the affected side. The measurement at the tibial spine was measured at 9 mm."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.